Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not working as intended despite reprogramming attempts. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI (magnetic resonance imaging) capable device. The patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.